Manufacturer narrative:
Event date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that sometimes the patient's pain returned in their lower back. They checked their implant and used MRI mode to check their therapy status and turned the therapy off and on again. Sometimes it didn't seem like the ins was depleting. They went to their healthcare provider's office and were told the ins was depleted. Sometimes it didn't seem like the ins had charged up after spending time charging. The purpose of MRI mode was reviewed and the patient was advised to not use this to turn stimulation on and off. Their controller battery was at 100% and the ins battery was at 90%. No further complications reported.